Event description:
Patient reported feeling the device and body was getting warm after an hour of treatment. Patient reported noticing it two weeks after initial treatments started. The sensation went away after stopping treatment and also mentioned reflux with similar onset of treating with the device.

Manufacturer narrative:
As received, device was able to power on and charging and pass post. Device completed 2hrs treatment of heating test. No damage noted to system. System operates as designed. A review of the DHR was performed for work order (B)(4). All (B)(4) units from the work order passed final inspection. Based on the complaint description death or serious injury did not occur and is not likely to cause a death or serious injury if a similar incident was to reoccur.